Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the insertion of the electrode array was difficult due to ossification in the cochlea, reportedly, there were many short-circuited electrodes and the patient did not benefit from the implant. The device was explanted and a new device was placed in the contralateral ear in 2007.